Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 40.9-41.1cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 30.5-31.7cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.